Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of black marks on the 14v battery clip contacts was confirmed. There were no log files submitted for review. The battery clip was returned for analysis with foreign material and corrosion on the contacts. The corrosion lined up with the corroded contacts on the returned batteries. The clip was connected to the returned 14v li-ion battery and test system controller. There was no contact issue between the batteries and clips. No alarms were produced, and the battery clip functioned as intended during analysis. The foreign material on the contacts did not affect the functionality of the clip. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Battery usage and charging faults are addressed in the heartmate 3 lvas patient handbook (rev. D), heartmate 14 volt li-ion battery instructions for use (IFU) (rev e) and the heartmate universal battery charger (ubc) IFU (rev. B). Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the clips. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were black burn marks where the 14v battery was connected in the hospital universal battery charger (ubc). The battery would no longer charge and damaged the clip it had been placed in before the damage was recognized. Neither the clip nor the battery were safe for use. Related manufacturer's reports: 2916596-2023-06843, 2916596-2023-05449.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number was not provided. The primary UDI number in d4 is reflective of all available information. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.